Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2016 the patient underwent right total knee replacement surgery and was implanted with components that were part of the stryker triathlon knee system. It is further alleged that on or about (B)(6) 2018 she underwent right total knee revision surgery, the indication for that surgery was knee pain, stiffness and patellar instability.